Event description:
It was reported that this inflatable penile prosthesis (ipp) required an extended amount of time to inflate, as reported by the patient. It was confirmed that the device was part of a recall population. There were no patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.